Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to detach from the delivery system. There was no harm to the patient, no intervention was required and no repeat procedure is necessary. There was nothing unusual about the patient or the procedure and an endoscopy had ben performed prior to the bravo procedure and showed the esophagus to be normal. Lubricant was used to facilitate placement of the capsule and the defective device were returned for investigation.

Manufacturer narrative:
Device evaluation: the delivery system and capsule were returned for evaluation. The returned products met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.